Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 33mg/dl. The customer stated that she received a low reservoir alarm while being at work. The customer refilled the reservoir with insulin and reconnected, but she started to feel sick. The customer checked her glucose level and it was 33mg/dl. Then the customer took glucose tablets and ate to bring her blood glucose up to 75mg/dl. The customer felt better and drove home, but she started to feel sick again and had to pull to the side of the road. The customer checked her glucose level again and dropped to 33mg/dl. Then the customer ended in the hospital. Troubleshooting was performed. The programming, time, and date were correct. The amount of insulin left in the status screen did not match to the units left in the reservoir. Advised customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.